Event description:
The customer received questionable sodium and potassium results for two patient samples starting (B)(6) 2010 and recurring (B)(6) 2010. Patient 1, initial sodium result was 159 mmol/l and initial potassium result was 5.3 mmol/l. The sample was repeated twice. The first repeat was generated using this cobas integra 400+ analyzer. The first sodium repeat was 138 mmo/l and the first potassium repeat result was 4.6 mmol/l. The second repeat was generated using another cobas integra 400 analyzer, serial number (B)(4). The second sodium repeat result was 137 mmol/l and second potassium repeat result was 4.6 mmol/l. Patient 2, female, tested (B)(6) 2010, initial sodium result was 156 mmol/l and initial potassium result was 4.2 mmol/l. The sodium was repeated three times and the potassium was repeated once. The first sodium repeat result was generated using another cobas integra 400 analyzer, serial number (B)(4); the result was 134 mmol/l. The second sodium repeat result was generated using another cobas integra 400 analyzer, serial number (B)(4); the result was 134 mmol/l. The third sodium repeat result and first potassium repeat results were generated using this cobas integra 400+ analyzer. The third sodium repeat result was 134 mmol/l. The first potassium repeat result was 3.7 mmol/l. The erroneous results were not reported outside the laboratory. No treatment was performed based on the erroneous results. The sodium electrode lot number was 21594532. The potassium electrode lot number was not provided. The field service representative determined the cause was loose compression fittings on the ise waste pump causing carryover. He tightened the compression fittings on air and waste pumps. He ran performance tests which were acceptable and the customer performed a precision test.